Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered two inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. A signal artifact monitor (sam) due to high out of range right atrial (ra) lead impedance and minute ventilation (mv) noise was also noted. This out of range impedance measurement and the sam episode were due no right atrial (ra) lead being implanted. This crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered two inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. A signal artifact monitor (sam) due to high out of range right atrial (ra) lead impedance and minute ventilation (mv) noise was also noted. This out of range impedance measurement and the sam episode were due no right atrial (ra) lead being implanted. This crt-d remains in service. No additional adverse patient effects were reported.